Manufacturer narrative:
Investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient information. Date of event is estimated.

Event description:
It was reported that the ipg battery was drained. As a result, the patient underwent surgical intervention on (B)(6) 2019 where in the ipg was explanted and replaced. Post-operatively therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient last had stimulation 1 to 2 months prior to the explant.